Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a faulty force sensor resistor. The device passed the rewind, basic occlusion, excessive no delivery, displacement and motor tests. No motor error alarm observed during testing. Cracks to the display window, reservoir tube lip, battery tube threads and a scratched lcd window noted.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The displacement test was performed and the test failed. No further information was provided.